Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following defibrillation threshold (dft) testing, post shock pacing did not capture and the patient had asystole for approximately thirty seconds. External pacing was required. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No additional adverse patient effects were reported.